Event description:
User facility reports incident of a cracked luer conector found at initiation of hemodialysis treatment. Ebl =20-50 cc. Pt was recannulated with a new needle to resume treatment. No pt injury or need for the medical intervention is reported. MDR is filed for blood loss only.